Event description:
It was reported that during an unknown procedure, the device could not fire at the first stroke of the first firing. The jaw of the device could not open after the issue. The surgeon moved the tissue out of the jaw by high force and no harm to the tissue. Changed to another device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Premature sled movement the ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.